Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed the infusion set and attempted to deliver a bolus; however, another occlusion alarm occurred. The customer's blood glucose (bg) level was reported to be 180 mg/dl. Troubleshooting with tandem customer technical support (cts) for the first occlusion alarm could not be performed as the infusion set had been changed. An air bubble was observed in the tubing and cts instructed customer to prime the tubing. Customer removed the infusion set cannula, and blood was seen in the cannula. Customer placed a new infusion site and resumed insulin successfully.